Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that the device was zapping the patient and was causing heat in the area where it was implanted. In addition, the patient experienced electrical burns on the legs even when the device was off. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed and the monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. The device was implanted in 2015 and the accumulated reset count was 3. This indicates that the stimulation output had been constant without interruption prior to the explant procedure. The highest temp recorded was 41.95 degree c within the expected range. With all the available information, boston scientific concludes that the reported event was not confirmed.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 5 years ago from date manufacturer was made aware.

Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that the device was zapping the patient and was causing heat in the area where it was implanted. Also, the patient experienced electrical burns on the legs even when the device was off. The patient underwent an ipg explant procedure.